Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. No impact to the customer¿s blood glucose. Troubleshooting could not be performed with tandem technical support as the customer changed all supplies and resumed insulin delivery.